Event description:
The customer stated that the cobas c8100 was on rare occasions causing samples to skip the automatic centrifuge unit (acu) causing unspun samples to be tested on the analyzer. This could impact the patient results generated. The customer stated that they had 3 examples of patient samples not being spun by the acu that could have had an impact on the results. No erroneous results were reported outside of the laboratory. The field engineering specialist was unable to determine a root cause. He was unable to duplicate the problem. He checked the acu and found no errors. The investigation is currently ongoing.

Manufacturer narrative:
Analysis of log files from the system found the samples were loaded into a sample tray that was set to not be centrifuged before the samples went to the analyzer. No product problem was found.